Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a keypad anomaly for their insulin pump. Customer stated that they received stuck button alarm. Customer stated that they did pressed button for 3 minutes. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer indicated that couldn't stop and clear the alarm. It was unknown whether the customer will  continue or discontinue the use of the device and the product will  be returned for failure analysis.

Manufacturer narrative:
Customer returned pump for an alleged stuck button alarm observed on (B)(6) 2022. The pump passes the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No keypad anomalies noted during testing. No stuck button alarms noted during testing. The history/trace downloads were successful using thump. All buttons were tested individually for their functionality; found moisture damage on keypad traces. J1 connector on pcba 1 was not unlocked during visual inspection. Pump passes keypad voltage test. Found the following alarms/alerts in downloaded history on event date: stuck key alarm (61) and insulin flow block alarm (7). Verified stuck key alarm on (B)(6) 2022 at 15:37:35.000. Verified the pump alarmed no delivery during bolus in pump downloaded history near event date 9 times. Start time: (B)(6) 2022 at 16:21:08.000 end time: (B)(6) 2022 at 17:09:33.000 test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. No unexpected insulin flow block alarms noted during analysis. No delivery alarm not confirmed. Moisture damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.